Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive and versacross connect were present in the right atrium. Physician was placing the dilator onto the fosa ovalis for transseptal. Blood clot was detected using ice imagery. There was no femoral access. Dilator and sheath were removed from the patient and flushed; there was no blood clot noted. 20,000 units of heparin upon vascular access at 13:54. Act taken at 14:04 was 312 and another 8000 units were given with a 2500units/hr drip requested by physician. The patient was not admitted to the hospital or was an existing hospitalization extended due to the complication. Procedure was performed using same equipment with no further issues. The patient was fully recovered. The product is not expected to return as disposed. It was further reported that no medical intervention was required. The faradrive and vcc were removed from the body, flushed, and reintroduced to complete the procedure. It was further reported that the physician the clot remained inside the body. No clot was seen on the device. No brain imaging was performed and no known sign of stroke or tia was seen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive and versacross connect were present in the right atrium. Physician was placing the dilator onto the fosa ovalis for transseptal. Blood clot was detected using ice imagery. There was no femoral access. Dilator and sheath were removed from the patient and flushed; there was no blood clot noted. 20,000 units of heparin upon vascular access at 13:54. Act taken at 14:04 was 312 and another 8000 units were given with a 2500units/hr drip requested by physician. The patient was not admitted to the hospital or was an existing hospitalization extended due to the complication. Procedure was performed using same equipment with no further issues. The patient was fully recovered. The product is not expected to return as disposed. It was further reported that no medical intervention was required. The faradrive and vcc were removed from the body, flushed, and reintroduced to complete the procedure.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive and versacross connect were present in the right atrium. Physician was placing the dilator onto the fosa ovalis for transseptal. Blood clot was detected using ice imagery. There was no femoral access. Dilator and sheath were removed from the patient and flushed; there was no blood clot noted. 20,000 units of heparin upon vascular access at 13:54. Act taken at 14:04 was 312 and another 8000 units were given with a 2500units/hr drip requested by physician. The patient was not admitted to the hospital or was an existing hospitalization extended due to the complication. Procedure was performed using same equipment with no further issues. The patient was fully recovered. The product is not expected to return as disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.